Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No consequences or impact to patient. Failure to disconnect. The device was not returned for evaluation. The customer reported that the footswitch ran continuously. The device was not returned for evaluation and therefore, no analysis could be performed. The "most likely" cause of this event is damage to the footswitch due to normal use/wear. The severity/occurrence of this event is not greater than expected per the risk management report. This event has been assigned the lowest severity ranking of 1 which is defined as "negligible; inconvenience or temporary discomfort. Customer dissatisfaction where there is no injury." No patient impact was reported in this event; therefore, there is no information that suggests the severity rankings was exceeded. This event has been assigned the occurrence level of 2 which is defined as "low - relatively small chance of occurrence, but may occur." A similar complaint review was performed and confirmed that the occurrence ranking of this event has not been exceeded.

Event description:
It was reported that a footswitch "runs continuously."

Manufacturer narrative:
Device was returned for evaluation. Evaluaton of the returned complaint device confirmed that the device runs continously. The potientometer on the printed circuit board was adjusted and the unit the passed all manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.